Event description:
It was reported to boston scientific corporation on august 29, 2008, that a corflo cubby low profile gastrostomy device was used during a percutaneous endoscopic gastrostomy (peg) procedure performed in 2008. According to the complainant, at about three weeks post-procedure, the locking adapter of the button was found to be damaged. The device was replaced with another corflo cubby low profile gastrostomy device. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be "good."

Manufacturer narrative:
Although the complainant has indicated that the suspect device is being returned for evaluation, it has not been received. The device evaluation has not been performed; the cause of the reported malfunction is undetermined.